Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train, wear on the teeth on gear wheel three, and wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was receiving 15.0mg/ml hydromorphone at a rate of 5.505mg/day and 70mcg/ml clonidine at a rate of 25.692mcg/day via implantable drug delivery pump.  The elective replacement indicator alarm triggered on (B)(6) 2020, and the pump was subsequently replaced on (B)(6) 2020. After explant, a pump motor stall occurred on (B)(6) 2020 with the "stopped pump duration exceeded 48 hours" alarm occurring two days later.